Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the implant didn¿t work at all, it didn¿t work since implant. The patient couldn¿t get it started and had to have it replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3550-29, serial# unknown, product type: accessory. Analysis results were not available at the time of this report. Once analysis is complete, a follow up report will be sent.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins overdischarged due to the patient not charging. The rep reported that the battery would not wake up. The rep reported that the patient¿s chronic pain was not managed without the ins. The reported that a physician recharge mode (prm) was performed approximately 6 times and the battery didn¿t wake up. The rep reported that the battery was replaced. No complications reported.

Manufacturer narrative:
Correction: please note, result code and conclusion code no longer apply to this report. Analysis of the returned implantable neurostimulator (ins) (serial # n: (B)(4)) determined that the ins was functioning within specifications but had reduced capacity due to two overdischarges. The ins had no telemetry and no output from any electrode pair when it was received for analysis. The ins did not synchronize with a patient programmer resulting in the poor communication message. Telemetry was restored after one full physician mode recharge and tested ok. A normal recharge was started after physician mode recharge. After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs. After the physician mode recharge, the ins was able to recharge normally. Analysis determined that the ins had reduced capacity due to two overdischarges. Analysis determined that there were no issues when pressing on the ins can. The ins was recharged at room temperature with one centimeter spacing betw een the recharger antenna and ins and no issue was observed including no coupling issues. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2000 and the battery was charged to 3.780 volts. On (B)(6) 2000 the battery had depleted to the ¿lock¿ mode (less than 3.575 volts). Subsequently, the battery depleted to an overdischarged state prior to being received for analysis. Visual inspection of the connector module/cover observed that it was scratched. Visual inspection of the connector ports observed foreign material in the ports. Visual inspection of the access hole adhesive observed that it was cut and breached. Visual inspections of the grommets, setscrews, and can were all ok.